Event description:
Pt underwent a uterine prolapse repair. The physician sutured the mesh together because the mesh was too small. Two weeks post-operatively, mesh extrusion was noted, and the physician believes that the extrusion was caused by his technique. The mesh was cut and extracted from the spaces between the stiches because his stich was rough at the wound site.